Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_pump, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, lot #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown. Patient age: this value is the average age of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Skoog b, hedman b. Intrathecal baclofen dosage for long-term treatment of patients with spasticity due to traumatic spinal cord injuries or multiple sclerosis. Ann rehabil med. 2019;43(5):555-561. 10.5535/arm.2019.43.5.555. The pump models used were medtronic synchromed el until 2002 followed by synchromed ii. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: to investigate dosage changes in intrathecal baclofen during long-term treatment of patients with severe leg spasticity. Reported events: a (B)(6) year old male patient with severe leg spasticity due to spinal cord injury (sci) experienced pump infection. It was stated the issue aggravated spasticity or mental problems. A (B)(6) year old male patient with severe leg spasticity due to spinal cord injury (sci) experienced a pump problem/failure. It was stated the issue aggravated spasticity or mental problems. A (B)(6) year old male patient with severe leg spasticity due to spinal cord injury (sci) experienced a catheter problem/failure. It was stated the issue aggravated spasticity or mental problems. It was stated the most common factor was catheter failure and catheter tip dislodgement. A (B)(6) year old male patient with severe leg spasticity due to multiple sclerosis (ms) experienced a catheter problem/failure. It was stated the issue aggravated spasticity or mental problems. It was stated the most common factor was catheter failure and catheter tip dislodgement. A (B)(6) year old female patient with severe leg spasticity due to multiple sclerosis (ms) experienced a catheter problem/failure. It was stated the issue aggravated spasticity or mental problems. It was stated the most common factor was catheter failure and catheter tip dislodgement. A (B)(6) year old female patient with severe leg spasticity due to multiple sclerosis (ms) experienced a catheter problem/failure. It was stated the issue aggravated spasticity or mental problems. It was stated the most common factor was catheter failure and catheter tip dislodgement. A (B)(6) year old male patient with severe leg spasticity due to multiple sclerosis (ms) experienced a catheter problem/failure. It was stated the issue aggravated spasticity or mental problems. It was stated the most common factor was catheter failure and catheter tip dislodgement. See attached literature article.